Manufacturer narrative:
(B)(4).

Event description:
Clinical follow-up was requested and on (B)(6) 2017 the surgeon reported that the patient is doing well with issues resolved.

Manufacturer narrative:
The device remains in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. Malpositioned stent and corneal edema are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that the stent was lost in the eye upon insertion. A backup device was implanted. Clinical follow-up was requested and on 08/01/2017 the following additional event details were provided. The surgeon has been unable to visualize the malpositioned stent. There has been no adverse impact, and the patient will continue to be monitored. The surgeon reported that the patient also has corneal edema. Additional information will be requested.